Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of the logs showed no evidence of the device shutting down; entries indicated the ventilator continued operating until the battery reached 46%. The device passed all functional and stress testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.